Event description:
Pump was reported to overinfuse during clinical use on a pt awaiting a heart transplant. A 100ml bag of primacor was set to infuse at a rate of 6ml/hr. A full 100ml bag infused in just 1 hour. The pt's lab values were noted to have increased but no medical intervention was needed and no pt injury resulted.